Event description:
It was reported that the trial patient had the trial for 2 days a couple of weeks ago. The patient never had therapeutic effect and had stimulation in the wrong location. The patient felt stimulation in the area of the sacral nerve and spine and not in the bicycle seat area. During the trial the patient also had a bladder infection and wondered if that could have affected the results. The trial implant was painful and they numbed it and numbed it some more. The patient wouldn¿t want to go through that again. The patient was disappointed they went through the process of the trial without therapy results. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).